Event description:
It was reported that the pt feels a current-like stimulation beneath the implant during implant checks and measurement. This happened with two different computers and diagnostics interface box at different times. Two months ago, the pt fainted and fell down, hitting her head at the implant zone. She said that after the incident, while working over a metal table, she feels an electrical discharge when touching the metal table. She also feels as though there is electrical interference when passing near electric equipment (tv, computer, etc). At first after the accident, the pt had a headache, which took some time to alleviate. The pt no longer has any headache, has good performance and benefit with the implant. The pt is currently being monitored.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.